Manufacturer narrative:
On 10 june 2016 the r&d project manager analysed the returned implants: observing the femoral stem no particular sign can be noted, except on the neck: such signs were probably caused during the removal phase. The ha on the surface of the stem is not present anymore. On the femoral head no particular signs can be seen. The head seems to be free to articulate inside the liner. The liner shows some scratches on both the external surface and the border. The coating (mainly titanium) is still present in some portion of the shell. On the border of the shell some scratches can be noted, probably caused during the removal phase. It is not possible from the inspection of the implants determine the root cause of the event.

Manufacturer narrative:
On (B)(6) 2016 it was better clarified the problem: "articulating means smooth rotation of a ball in a socket. In this case the head was not articulating inside of the liner correctly. This means instead of smooth rotation/movement the ball head was sticking and having poor movement." Batch review performed on 15 february 2016. (B)(4). On 16 february 2016, the medical affairs director performed a clinical evaluation and commented as follows: according to claim, the head was not articulating in the pe liner and the stem was found loose. Radiographically, signs of possible osteolysis are visible in the calcar region of the femur, and this might have been the source of pain and cause of loosening of the stem. However, it is essential that the components are examined and measured to establish the nature of the problem reported for the articulation. To date, examination has not been carried out yet because the parts have not been received.

Event description:
The patient was complaining of groin pain. The surgeon's plan was to do a psoas release. Upon opening the patient, he found that ball head was not articulating within the poly liner. He also found that the stem was loose. The surgeon decided to remove all implants and revise. The surgery was completed successfully. The explants will be returned. X-ray available.